Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the door not fully latched alar, which was reproduced. The messages were found to be caused by a failed link switch on the lower auxiliary assembly. The failed lower auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump had a "door latch" error. Any pt involvement, injury or medical intervention is unk.